Manufacturer narrative:
Device evaluation details: the device was returned to johnson & johnson medtech for evaluation. A visual inspection of the returned device was performed in accordance with johnson & johnson medtech procedures. Visual inspection revealed that the sheath tip was bent; without damage on the electrodes. Microscopic inspection identified the tip of the sheath was broken exposing internal braid components and the soft tip was bumped. A device history record evaluation was performed for the finished device, and no internal action related to the complaint were found during the review. The tip issue was confirmed as tip bent and bumped condition were observed. The condition of the bumped tip could be related to a potential skin incision size relative to sheath during the procedure intervention; however, this cannot be conclusively determined. The potential cause of the bent and broken tip could be related to the handling during the procedure, however, this cannot be conclusively determined. The broken braid condition is unrelated to the reported event. The instructions for use (IFU) contain the following recommendations: before using the carto vizigo¿ sheath, completely read and understand these instructions for use. During insertion, use caution not to create excessive bends that may lead to crimps in this device. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo for which biosense webster¿s product analysis lab (pal) identified the sheath tip broken exposing internal braid components. It was initially reported by the customer that the distal end of the vizigo sheath was damaged. The caller noted that after opening the sheath, the staff was prepping the sheath and noticed that the distal end of the sheath was kinked and damaged. The caller was unaware of how the damage occurred. The vizigo was exchanged and the issue was resolved. The case continued. There was no patient consequence. The customer's reported kinked vizigo distal end is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On 2-may-2025, the bwi pal revealed a visual inspection of the device found the tip of the sheath was bent but did not have damage on the electrodes. Then a microscopic inspection identified the tip of the sheath was actually broken exposing internal braid components and the soft tip was bumped. These findings were reviewed and assessed the issue of a ¿internal parts exposure¿ as an MDR reportable malfunction since the integrity of the device has been compromised.